Manufacturer narrative:
The service rep removed and replaced fluoro function and gib pcb. The rep reloaded nodes, config, and call files. System functioned as intended.

Event description:
The customer reported the system intermittently displays collimator iris error. No pt injury was reported.